Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that they suffered or might suffer in the future, injuries from the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.